Manufacturer narrative:
(B)(4). During recovery period at intensive care unit (ICU) three days, the user facility reported patient death and the cardiothoracic surgeon has concluded that reason for the death was an air embolism. Per the subsidiary service engineer, he called the subsidiary field service representative (fsr) after the incident, the fsr did an inspection on the bubble detector unit and module. The respective unit and system were working normally. The exact system-1 and bubble detector unit/module was used on a next case and the operation went smoothly. The hospital is still using the equipment and that is why they are unable to send the physical part back to the manufacturer for investigation. However, the fsr would like to understand what happened to the system during the operation as they are required to report to the hospital in order to explain the incident. The subsidiary fsr downloaded the software data logs for further evaluation and to determine if there is an intermittent issue with the equipment during the procedure. Per follow-up from the subsidiary site to manufacturer clinical services on 3-dec-2015: the air sensor was located in the cardiopulmonary bypass (cpb) circuit after the oxygenator outlet (there is no arterial filter). Air was observed in the cpb circuit around 11.30am. Air was observed in the arterial line and arterial cannula. There was a crack in the arterial pump silicone tubing and air was drawn in to the cpb circuit via the crack. The arterial pump response was configured for air bubble detection to: stop. Per follow-up from the subsidiary site service engineer on 3-dec-2015: the subsidiary fsr spoke with the ccp who performed the procedure, the ccp claimed that the initial air bubble was very small which cannot be detected by the sensor. Thus, there could be a possibility that the accumulation of these bubbles within patient body resulted in brain damage. The fsr is further investigating the approximate size of the air bubble mentioned by the ccp to determine or provide a rough gauge for the value of the air bubbles that took place during the procedure. Bl lifesciences was notified regarding the reported death which their tubing may have been involved.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user was performing a coronary artery bypass graft (CABG) on (B)(6) 2015 at around 10.00 am. During the surgery, they identified there was a tube rupture in the arterial pump and air generated in the tube had gone to the patient. According to the perfusionist (ccp), he claims that air bubble detector (abd) did not detect the air bubbles and failed to alarm at that time. Less than 100ml blood loss due to this issue. No error messages were observed. The device was not changed out, the user only changed the arterial/venous pump boot to correct the portion of tube ruptured. There was a delay in the case to replace the arterial/venous pump boot. The surgical procedure was completed.

Manufacturer narrative:
Actual device not returned to the manufacturer. Evaluation per data logs and subsidiary service engineer. The reported complaint was confirmed. Data log analysis showed that there were no error messages indicative of an issue with the air bubble detector (abd) sensor. Logs show multiple air detection events, indicating it is functional. Log events support complaint confirmation (the event occurred) and were used to help understand the clinical information the medical facility provided. The roller pump race way was inspected and there was nothing found to be a contributor to the incident. Other manufacturer's unit is suspect cause of the event. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: according to the reported incident, silicone tubing used in the arterial roller pump, cracked during cardiopulmonary bypass (cpb) and air was aspirated into the arterial line. The air reached the patient, according to the cardiovascular (cv) surgeon and this resulted in an embolism. Cpb was stopped in order to replace the cracked tubing and then re-initiated after the replacement. This delayed the procedure and some blood was lost. The patient was transferred to the intensive care unit (ICU), after the procedure, per normal practice and the patient expired three (3) days post-operation. After the patient expired, the cv surgeon claims the patient expired due to air embolism. A number of questions were emailed to the manufacturer's subsidiary on december 1, 2015 in attempt to better understand the incident. A return email with some of the answers and the system-1 logs arrived on december 3, 2015. According to the hospital, air was observed in the arterial line and the aortic cannula. The hospital reported an air bubble detector (abd) was enabled and used and was placed after the oxygenator. No arterial filter was used in the cpb circuit. There is still some debate on the actual placement on the air sensor, as a screen shot of the perfusion screen was provided by the local engineer. The screen shot indicates the air sensor is placed prior to the arterial roller pump (between the venous reservoir and the arterial pump inlet). If this is the case, air would have been introduced (cracked pump tubing) after the air sensor. In addition, if the air sensor was placed after the oxygenator, there is a very good chance any air post oxygenator would be very small as the oxygenator is a good filter. Small air might (specification = > than 0.5 ml) not be detected by the sensor. Additional questions and information has been requested in regards to air sensor placement. The system-1 logs were reviewed with the manufacturer's technical support. In an email to the manufacturer's subsidiary, they were asked for the approximate time that cpb was started and also when the air emboli incident occured. They replied that cpb started about 10:00 am and the incident (air in the circuit) was about 11:30 am. Key events in the logs: 1. The air sensor was enabled at 9:54:13 2. It is likely that cpb was initiated at about 10:05:50 as blood flow rate increased to 4000 ml/min 3. No issues seen in the logs until about 11:33 4. At 11:33:20 a number of high cpb circuit pressure alerts were posted. This could indicate high pressure issues could have damaged tubing in the pump and / or high pressure was due to mitigations (clamps) to prevent air from getting to the patient and / or in attempts to remove air from the cpb circuit and patient (antergrade or retrograde cerebral perfusion) 5. At 11:36:20, the arterial pump lid is opened and may have been the time it was noticed the tubing was cracked. 6. At 11:36:36, the arterial flow rate is reduced to 0.00 and this may be the time that tubing replacement is started. 7. At 11:38:06, an abd alarm occurs and the arterial roller pump enters the stop mode. When tubing is being removed from the pump, air can move in the tubing segment and caused the alarm and pump stop. 8. At 11:38:14, the air sensor is disabled (turned off). Air likely moved in the tubing as old pump tubing removed and new tubing placed. 9. 11:41:45, the arterial pump is started at low flow rate and likely new tubing is being primed and debubbled 10. 11:45:00, arterial blood flow returned to 4000 ml/min and that was previous flow rate on initiation of cpb (there was no or low blood flow for about 8.5 minutes). The procedure was completed as scheduled, but there was a delay as tubing was replaced and potentially other maneuvers were done in attempt to remove air from the patient and the cpb circuit. In review of the logs, the delay is estimated to be about 10 minutes. There was blood loss of about 100 ml, as tubing was cracked and was replaced with new tubing. Additional information has been requested in attempt to better understand the events, the mitigations, and location / performance of the air sensor. Additional information has been requested multiple times and the hospital and cv surgeon have refused to provide any more details. In summary, what is known is that silicone tubing in the arterial pump cracked during a case and had to be replaced during bypass. Air was reported to have been introduced into the cpb circuit and it is not clearly known if air was introduced via the cracked tubing or when the tubing was being replaced. A number of high pressure alerts were seen in the logs and this could have lead to tubing rupture or the high pressures that were experienced during tubing replacement. It was reported that air was introduced to the patient, yet they claim the air detector did not detect the air. Again, they have not been clear about reporting where the air sensor was located in the circuit and thus the sensor may have been located prior to the point of air introduction. An air alarm did occur during the case, and was enabled and working prior to and after the described air event. The abd continues to be used. The other key information is that the patient was off cpb or at very low blood flow rates for nearly 10 minutes. This is a long time and could be one of the causes of the poor outcome (death). They reported they do not use arterial filters and this is considered a standard of care in the perfusion industry. Arterial filters main function is to trap air. An update was received on january 11, 2016 from cv surgeon. They stated the air sensor was placed after the oxygenator. They confirmed that no arterial filter was used in the cpb circuit. They stated the air sensor was placed three to four feet from the patient, note: instructions for use (IFU) states the air sensor should not be placed within four feet of the patient. According to the cv surgeo, the patient temperature at the time of the air embolic event was 32î after air was observed, the patient was placed in the head down position and cooled further (26 degrees c) to reduce oxygen need in the body and especially the brain. Retrograde cerebral perfusion was performed in attempt to remove air in the patient's cerebral circulation. Additional cooling to 26 degrees c is a common method to reduce cerebral oxygen need in times of air embolization and is a reasonable clinical practice and retrograde cerebral perfusion is also a common treatment for removal of air. According to the cv surgeon, both small and large air was seen in the arterial line of the cpb circuit. The cv surgeon stated that air was initially observed about 11:27 am. After maneuvers to remove air and protect the brain, the surgical procedure was completed. The patient did not wake-up post operation and the computerized axial tomography (CT) scan showed signs of severe cerebral edema. As previously reported, the patient did expire. In review of the logs, there were a number of high pressure alerts, starting at 11:33:20. With the awareness that retrograde cerebral perfusion was utilized, these high pressure events make sense, as flow needs to be lower to safely manage perfusion pressure in the superior vena cava (svc) and cerebral circulation. The arterial pump lid is opened the first time at 11:36:20 and the logs show an air alarm occured at 11:38:06. This is likely when they first addressed the leak in the arterial roller pump tubing and a leak in the pump race can cause aspiration of air into the cpb circuit. Again the information is clear, but the timelines and order of the events and mitigations are not so clear. The most likely scenario is that air was seen in the arterial line and it was determined that a leak or crack in the arterial roller pump tubing was the failure mode. The team may not have seen air exit the oxygenator initially, as they do trap some of the air and they then cooled the patient to protect the brain and started retrograde cerebral perfusion to help drive air out of the cerebral circulation. Then they opened the lid and started the replacement of the arterial tubing segment and shortly after this (about 90 seconds later), an air alarm occured and the abd is disabled. This air could have migrated out of the oxygenator during the tubing replacement and / or re-priming of the new tubing. After replacement of the tubing, cpb is re-initiated and the abd is re-enabled within a few minutes. The procedure is completed after cpb is re-initiated. There is certainly a possibility, small air (smaller than abd specification or small volumes that did not overwhelm the oxygenator) occured initially and then as larger volumes overwhelm the oxygenator or get pushed thru during repriming of the new pump tubing...an air alarm occurs. This would appear to indicate the air sensor was functional and the abd was re-enabled after the return to cpb and used for the remainder of this case and continues to be used. The local field service representative (fsr) checked the abd system after the procedure and conformed it functional.